Event description:
During routine testing of the device at the service center, the service technician reported that the calibrator failed the flow restrictor test. The compact needle valve was replaced. The calibrator was originally returned for cf08 and cf0b errors. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.